Event description:
Related manufacturer reference number: 2017865-2021-25154. It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) could not be interrogated. A previous transmission also showed the right ventricular (rv) lead was sensing noise, had varying pacing impedance and r-wave amplitude variation. The patient was noted to be lethargic. The pm was explanted and replaced. No changes were made to the rv lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, indicating normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Event description:
Related manufacturer reference number: 2017865-2021-25154 it was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) could not be interrogated. A previous transmission also showed the right ventricular (rv) lead was sensing noise, had varying pacing impedance, an unspecified capturing issue, and r-wave amplitude variation. The patient was noted to be lethargic. The pm was explanted and replaced. No changes were made to the rv lead. The patient was stable throughout the procedure.